Event description:
A malfunction on the pump was reported by the caller with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and instructed the customer that they could continue using the pump. The customer acknowledged these instructions and was advised to call back if the malfunction code recurred. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.